Manufacturer narrative:
The field service engineer who was dispatched to site to examine the ventilator found water stains on one battery, at the bottom of the battery compartment and on three other printed circuit boards inside the ventilator. The hospital additionally informed the fse that the ventilator was showing a technical error indicating a backup audible error but no errors were reproduced during the fse¿s testing. The ventilator passed pre-use checks. The ventilator was not in use at the time of the water leak. It was in the standby mode in the storage area. Previous investigations has shown that the ingress of liquid on printed circuit boards may cause short circuits on components, which may lead to failures during pre-use check, various technical error codes during ventilation which may consequently lead to stop of ventilation or high pressure situations.

Event description:
It was reported that water leaked on the ventilator. There was no patient involvement. (B)(4).

Manufacturer narrative:
During the on-site investigation performed by our field service engineer, presence of moisture/corrosion/liquid spill on the printed circuit boards were confirmed on the ventilator. According to the received information water from a hospital facility tube drain had leaked on the ventilator system. The printed circuit boards were not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. The decision from the hospital was not to go forward with the repair. The ventilator has not been released for clinical use.

Event description:
(B)(4).